Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that when the product was unpacked, glue was found on the distal tip of the stem. The procedure was completed with another device.

Manufacturer narrative:
Device was evaluated and the reported event was not confirmed. The device was (B)(6)before return to zimmer biomet and no glue, debris, or contaminants were noted at the distal end of the stem; however, this type of event has been part of a corrective action in the past. The root cause of previous events was a previously addressed packaging issue in which residue or material used to manufacture the bags could remain on the implant. Review of complaint history determined that no further action is required. DHR was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.